Event description:
It was reported that this programmer was not able to be read the device after multiple attempts. No additional adverse patient effects were reported. This event was reassessed, and it was concluded that this inability to read the device would not affect the delivery of therapy by the implanted device. No additional adverse patient effects were reported. This programmer remains in service.

Manufacturer narrative:
Follow up report 2 (correction): this report is being submitted to update section b5.

Event description:
It was reported that this programmer was not able to be read the device after multiple attempts. No additional adverse patient effects were reported.

Manufacturer narrative:
Follow up report 3 (correction): this report is being submitted to update section h6 device codes. Follow up report 2 (correction): this report is being submitted to update section b5.

Event description:
It was reported that this programmer was not able to be read the device after multiple attempts. No additional adverse patient effects were reported. This event was reassessed, and it was concluded that this inability to read the device would not affect the delivery of therapy by the implanted device. No additional adverse patient effects were reported. This programmer remains in service.